Event description:
It was reported that universal handle and actis straight inserter stuck together.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that universal handle and actis straight inserter stuck together inhance glenosphere inserter is cross threaded. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis found that the actis straight inserter shaft was returned seized with the mating device universal stem insert handle. It is suspected that the actis straight inserter shaft could be damaged at the proximal portion which may have caused the seized issues, this due to irregular impactions that may accelerate the damage propagation over multiple impaction cycles. However a root caused for this condition cannot be determined. A functional test was performed and was able to confirm the reported jammed/seized condition due to the devices were not able to disengage after multiple attempts with excessive forces applied. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the actis straight inserter shaft would have contribute to the complained device issue. Based on the investigation findings, the potential cause is not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.